Manufacturer narrative:
Title: transcatheter aortic valve implantation with the new-generation evolut r, comparison with corevalve in a single center cohort citation: ijc heart <(>&<)> vasculature (2016) 12:52-56 (doi 10.1016/j.ijcha.2016.0) authors: eberhard schulz et al. Earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review that compared the short-term functional and clinical outcomes of the corevalve and the evolutr transcatheter bioprosthetic aortic valve. All data were collected retrospectively from a single center between january 2013 and january 2016. The study population included 151patients (predominantly female), 65 of which were implanted with a corevalve (mean age 84.2 ± 0.5 years) and 86 of which were implanted with an evolutr valve (mean age 82.9 ± 0.80 years). Serial numbers were not provided. Among all patients implanted with an evolutr, adverse events included: minor vascular complications treated with stent placement, conversion to surgical procedure, valve recapture due to positioning difficulties, incomplete expansion and increased gradient measurements. Other adverse events included: trace and mild regurgitation and the implant of a permanent pacemaker due to second degree heart block, third degree heart block (chb) or asystole. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.